Event description:
It was reported that the physician and the lab staff are experienced when it comes to the mixing and usage of the trufill nbca. During an endovascular embolization procedure that was using a trufill® n-bca liquid embolic system-1 gram kit (631500 / m85h78), after mixing the nbca and ethiodized oil, the physician and lab noticed a milky consistency. This was an indication that the mixture had come into contact with an ionic substance, like blood, saline or contrast media. It was reported that the tech ¿feels sure that did not happen.¿ they discarded the first kit / mixture and used another trufill nbca kit without any issue. The mixture with the reported issue was never used; the case was completed with a new trufill kit. There was no negative impact on the patient or any delay. On 22-aug-2025, additional information was received. Per the information, there were no discrepancies or abnormalities noted with any of the components prior to use or during mixing. It is not known if the lot number of the nbca kit used to complete the procedure is from the same lot number: (m85h78). The reported issue did not result in any procedure delay. On 26-aug-2025, additional information was received. Per the information, the lot number of the replacement nbca kit used to complete the procedure was m39r75.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (m85h78) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.